Manufacturer narrative:
B3 date of event is estimated. Replacement columns were sent, so the unit is not returning.

Event description:
It was reported that the patient's unit alerted them to replace the columns. Troubleshooting did not resolve the issue. As a result, the patient experienced difficulty breathing. Replacement columns were sent to the patient. The issue is against the columns which are accessories, but the unit itself is listed as the primary device. The inogen team attempted to contact the patient for further information three times with no response.